Event description:
Article reviewed: stent it and forget it? Not in kids: endovascular treatment of traumatic arterial injuries in adolescents. Krysta m sutyak, et al. Journal of pediatric surgery. Accepted 30 august 2025. Abstract include a mixed prospective/retrospective study of 18 patients (<18 years) who underwent endovascular stent-grafting for traumatic arterial injuries at a level 1 trauma center between 2011¿2024. Stents were used exclusively for aorta (10) or axillo-subclavian injuries (7). Conformable gore® tag® thoracic endoprosthesis were used for patents with blunt thoracic aortic injury. Gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) were used for axillo-subclavian injuries. Gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were used for arterial transection or occlusion. Blunt injuries were experienced by 67% of patients and penetrating in 33%. Fifteen of 18 patients were successfully treated with stenting, without death or limb loss, at discharge. Two patients had to be converted to open repair and one patient died secondary to traumatic brain injury. Four complications required reintervention within 90 days. One patient with axillary artery injury had thrombosis on postoperative day 1, requiring open subclavian-brachial bypass procedure. Phone interview results with seven patients who responded (median stent placement 7 years): two of three patients with axillosubclavian stents reported they were asymptomatic. One reported paresthesia, tingling, numbness and muscle cramping. All four of the aortic patients reported they were asymptomatic. None of the patients reported taking an antiplatelet agent regularly. Except for the thrombosis post-op on day 1, the other reported complications appear to be unrelated to the gore devices. Details were requested, but none was provided.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Article reviewed: stent it and forget it? Not in kids: endovascular treatment of traumatic arterial injuries in adolescents. Krysta m sutyak, et al. Journal of pediatric surgery. Accepted 30 august 2025. H6 - details were requested from the corresponding author multiple times. No response was received. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.